Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction to breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation procedure with unspecified mentor saline breast prostheses on (b)(46 2009 and suffered several unexplained systemic symptoms, including chronic utis, insomnia, extreme chronic fatigue, hair loss, muscle pain, joint pain, hand fingers and leg numbness, heart palpitations, flu like chills, hot flashes, zero libido, cystic painful bacterial acne, ringing in the ears, cold hands and feet, temperature intolerances, chronic oral thrush, hand tremors, vertigo, inflamed puffy skin, dry eyes and rapid decline in vision, shortness of breath, extreme anxiety and more. The patient developed cervical cancer and hyperthyroidism in year 8 post implantation. The patient was told that they are not her breast implants. When she did her own research, she discovered breast implant illness online forums and women who could tell her strange health story better than she could. As a result, the patient underwent explanation on (B)(6) 2019. The patient reported that her symptoms improved post-explantation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the 1st of two breast prostheses.